Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on an undisclosed date and mesh was implanted. On (B)(6) 2015, the patient underwent an invasive surgical procedure to remove the physiomesh device, requiring an additional surgical repair of the same hernia it was implanted to treat. The patient had a surgical resection of his small bowel with primary anastomosis and enterolysis to remove adhesions to the bowel. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair on (B)(6) 2014 and physiomesh was implanted. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.